Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The reported alarms were found in the event history log (ehl). The alarms were not produced during an occlusion test. The customer reported product problem was verified based on the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump produced the following alarms: primary audible alarm background test, and acu watchdog failure. No patient injury or complications were reported in relation to this event.